Event description:
Additional info received from the MFR on 11/09/1998: co is not the manufacturer of this product, therefore, co is not submitting a manufacturer report. Co has, however, notified the manufacturer, baxter i.v. Systems division, of this incident.